Event description:
It was reported that the handpiece began overheating during an orthopaedic surgery. The procedure was successfully completed with the same device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion. The motor assembly, blade mount, and rotor assembly were each replaced. Service repaired and returned the device to the customer.